Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the mobile application had no audio output. No additional event or patient information is available. Data was provided for evaluation. The complaint confirmation of no audio output was confirmed due to signol loss. A root cause could not be determined.